Manufacturer narrative:
The reported event during the ipg telemetry, high impedances was confirmed. As received the lead was received incomplete with a paddle and two terminal ends, broken wires on contacts were observe in the paddle only. The lead was cut due to the explant procedure. Full functional test could not be performed due to being incomplete. The cause of the broken wires are consistent during usage.

Manufacturer narrative:
A lead experienced high impedances was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.